Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7114928.

Event description:
It was reported that during the trial procedure, the physician mentioned that one of the lead broke upon driving in the epidural space and nine lead contacts were left inside the patients body. The physician believed that the lead was too tight going through the needle. The leads were removed during the procedure. The patient underwent an explant procedure wherein the remaining lead contacts were removed. The patient was doing well postoperatively. The broken lead will be returned while the other one was discarded.